Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Event description:
I had it left on the charger...it caught fire and the socket had melted-oral-b/rechargeable toothbrush handle [device catching fire]. Case narrative: consumer stated on call that while consumer left it on the charger. It caught fire and the socket had melted. No injury was reported.

Event description:
I had it left on the charger...it caught fire and the socket had melted-oral-b/rechargeable toothbrush handle [device catching fire] . Case narrative: consumer stated on call that while consumer left it on the charger. It caught fire and the socket had melted. No injury was reported. 27-may-2025, device information and device medwatch information updated to data received on 26-may-2025.

Manufacturer narrative:
This complaint is reportable per regulation/out of abundance of caution.

Manufacturer narrative:
23-jun-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint

Event description:
I had it left on the charger...it caught fire and the socket had melted-oral-b/rechargeable toothbrush handle [device catching fire] case narrative: consumer stated on call that while consumer left it on the charger. It caught fire and the socket had melted. No injury was reported 27-may-2025, device information and device medwatch information updated to data received on 26-may-2025. 23-jun-2025, maltese product note updated and production investigation updated on 24-jun-2025

Manufacturer narrative:
23-jun-2025 product investigation results: complained product received - user handling was identified as root cause for the complaint

Event description:
I had it left on the charger...it caught fire and the socket had melted-oral-b/rechargeable toothbrush handle [device catching fire] case narrative: consumer stated on call that while consumer left it on the charger. It caught fire and the socket had melted. No injury was reported 27-may-2025, device information and device medwatch information updated to data received on 26-may-2025. 23-jun-2025, maltese product note updated and production investigation updated on 24-jun-2025